Event description:
Procedure type: wedge resection. According to the reporter: the stapler was closed on the tissue and fired, but locked half way through the firing and was unable to be opened to release the tissue. A new handle and reload was opened and the surgeon fired it on the pt side so that the stapler that was locked on the tissue could be removed with the specimen. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).